Manufacturer narrative:
The reported event was confirmed through functional testing of the autopulse platform ((B)(4)). The platform was received with no physical damage. Examination of the device found that the driveshaft was exhibiting binding and resistance due to a burr in the clutch plate. The root cause of the customer reported issue on the platform wherein the lifeband was unable to retract was attributed to this observed issue. A clutch plate deburring was performed to resolve the issue. The platform was functionally tested and operated as intended with no further issue observed. The device passed all final specification. Historical records were reviewed for service information related to the reported complaint and no previous history of complaint was reported for the autopulse platform with (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the lifeband was unable to retract during the deployment state in a cardiac arrest patient. Since it was difficulty to remove the lifeband for replacement, the user cut the lifeband and reverted to manual CPR immediately. After an unspecified amount of time, the patient achieved pulse and was transferred to the hospital emergency room (ER). The patient subsequently expired at the ER. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
During the deployment state, the user positioned the patient (in cardiac arrest) on the autopulse platform ((B)(4)) and placed the lifeband on the patient's chest; however, the user observed that the lifeband was unable to retract. The user attempted to replace the lifeband but experienced difficulty during removal. The user cut the lifeband and removed the patient off the platform. Manual CPR was immediately performed for an unspecified amount of time until the patient achieved pulse. The length of troubleshooting was not specified. The patient was transported to the hospital and care was transferred to the emergency room (ER). It was further reported that the patient subsequently expired at the ER. This references the report of the platform unable to provide compression. The report of the lifeband unable to retract is referenced under MFR 3010617000-2018-00292.